Event description:
It was reported by the customer that the device failed the 3 a.m. User test and had an error code in memory that indicates a potentially critical failure. The customer performed a user test and inspected the device. It was observed that the device would not perform the defibrillation calibration. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported condition. The therapy board pcb assembly was replaced and then, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly, and determined that the root cause of the reported failure was due to a short between pins 5 and 9 on a diode, designator cr30.